Event description:
Report submitter called to inform us that he received a recall letter in the mail dated 12/02/2025. He stated he has a total of five sensors that are on the recall list, three used and two unopened. The reporter can confirm his libre 3 has been showing low readings and sensor error. Health effect code: 4582. Device problem code: 1420. Reference report: mw5181351, mw5181352, mw5181353, mw5181354.